Event description:
Pt had surgery on 1/6/94. Implants were bilaterally ruptured. No history of trauma. Local tissues were infiltrated on the right side with silicone droplets under pectoralis. She had occasional mild pain and rarely, sharper pain.